Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited sensing anomaly. No intervention was performed. The lead and the patient would continue to be monitored.